Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/7/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - please clarify, did one suture thread broke multiple times during use on the patient or multiple suture threads broke during use on the patient? If multiple suture threads broke, please provide the number of suture threads that broke. Unknown. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During unspecified procedure, the suture broke continuously. There were no patient consequences reported. Additional information was requested.